Event description:
Report received from the united states indicating that device had a hole in the cord. It is known the device was not used in surgery. It is known that there was no injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).